Event description:
Customer reported an eight year old was undergoing an x-ray procedure. During pretest the catheter worked fine. Once the catheter was placed, an experienced clinician could not remove the catheter. First a syringe was used, then the clinician tried cutting. Both were unsuccessful. A cystoscope was performed and the foley was successfully removed.